Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastroplasty for obesity, while being applied on the stomach, at the second firing, the device got blocked. A new reload was used to complete the case. There was no patient injury.